Event description:
User facility reported that the anesthesiologist administered spinal anesthesia for labor and delivery. According to reporter, there was no anesthetic effect. Another kit was opened and used successfully.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.